Event description:
Patient had augmentation mammoplasty in florida about 1980. Has since had reconstruction/revision x 4; none at this facility. The patient has pre-op culture of wound prior to surgery which was positive for staph. Coag. Neg. Because of the excoriation and breakdown of the skin, surgical capsulotomy and removal of the implant was carried out. When removed the silicone cortex was intact; the outer cortex of saline had ruptured and no saline was found in the area of the pocket. New implant was not inserted. Decision will be made at a later date. Cyulture of the implant after removal showed only normal skin flora. Patient had been on antibioticsinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: other, invalid data. Results of evaluation: none or unknown. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.